Event description:
Adverse event: allergy. In 2009, a male patient received the 1st artz dispo (=sodium hyaluronate) injection into the knee for osteoarthritis. He called to the hospital and complained of pain and swelling after the injection. At about 3 days later, he consulted with his injecting physician on monday. He had redness and warmth. Crp was 12. Cefdinir and minocycline were given orally. Three days later, cefotiam 2 g was given intravenously. Four days later, meropenem 1 g was given intravenously. At 2 days later, ceftazidime 2 g and minocycline 200 mg were given intravenously. At approximately 19 days later, he recovered. The physician considered the event was probably related to artz dispo injection because these symptoms developed in the day. The physician stated it was possibly influence by possible immunosuppressed condition under chemotherapies.

Manufacturer narrative:
We are not investigating this case.